Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that approximately four years following an intraocular lens (iol) implant procedure, the iol has become noticeably cloudy. The patient reported gradual decrease in vision, and specifically recalled that his vision was much clearer immediately following the surgery. There was no posterior capsular opacity and the current plan is to observe. Additional information has been requested.